Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the approximating lever broke. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.